Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the rear therapy electrodes. The area was described as red and itchy with small blisters. It was reported that the patient had several allergies, including a metal allergy. During a follow up, the patient reported that her doctor recommended a salve for the irritation, but that it did not really help. The patient reported at that time that the blisters were gone, but the skin was still itchy. A final follow up indicated that the patient received an ICD and that the irritation had completely healed after removing the device.